Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an "offset check failure-1176" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to incorrect calibration of the device. Our records show that the device has not been serviced at zoll. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.